Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were in acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer site. The gray peri pump tubing was worn and one of the wash blocks with aspirate probes 1 and 2 had residue build-up beneath it. The cse replaced the pump tubing and cleaned the wash block. The cse ran 30 replicates of multi-diluent ii and quality controls which were acceptable. The plasma sample was processed with an abbreviated stat spin prior to processing. The discordant tni-ultra result was potentially caused by the washing of the sample and pre-analytical sample handling which may have been a contributing factor. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin-I (tni-ultra) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate advia centaur instrument, resulting lower. The repeat result of <40 ng/l was reported to the physician(s) as a correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.